Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer wanted to enter a value of (B)(6) grams, but instead entered a bg value of 70 mg/dl. The customer did not deliver the bolus request, and bg level was 204 mg/dl.